Manufacturer narrative:
The technician found the tub cover was overlapping and engaging the CPR lever. The technician adjusted the tub cover to repair the bed.

Event description:
Info received indicated the head section will not rise.